Manufacturer narrative:
Approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. Investigation results: the returned flexiva 1000 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 280.7 cm from the top of the connector to the tip. No exposed glass tip remained on the device. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the distal tip was not returned. No other issues with the device were noted. The reported event was not confirmed. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on february 13, 2020 that a flexiva 1000 laser fiber was used in a cysto laser litho procedure in the ureter performed on an unknown date. According to the complainant, during the procedure, there was no energy coming out from the laser fiber and the laser fiber was not firing. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber tip detached.